Event description:
A report was received that a patient was experiencing pain at the pocket site. The physician determined that the patient's pain was caused by scar tissue around the pocket area. The physician prescribed pain patches to the patient to help relieve the pain. The patient was reprogrammed and has not experienced any pain since the reprogramming session.

Manufacturer narrative:
This is the final report.